Event description:
General report received of an unspecified number of undocumented incidents of blood loss. The customer contact stated that while obtaining blood samples from the sampling ports, the ports reportedly cracked. Subsequently, blood loss was noted. The nurse clamped the tubing sets. The tubing ste were replaced and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.